Event description:
It was reported that a hair was found within the sterile packaging of the device prior to a procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 attempts have been made to gather all product identification information and no further information has been provided. No product was returned. A visual inspection was conducted on the customer provided picture. The picture shows what appears to be a sealed bag with what appears to be a single hair inside. The package however does not show lot information. The complaint is confirmed. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.